Event description:
Pt scheduled for robotic-assisted left upper lobectomy. Emergently converted to open procedure due to bleeding. It appeared that all of the staples didn't deploy and the blade was still exposed, causing vascular injury and exsanguination of 4200ml of blood 30mm stapler used ref#(B)(4), lot # t102101040042 with load model #48630w, lot m90210503. FDA safety report ID# (B)(4).